Event description:
An end user called to complain that the device kept displaying an error message that reads 3071. Phone trouble shooting confirmed the error message and the defective device was replaced for investigation.